Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented on postop day 1 with hyphema associated with hand motion vision and elevated iop. Reportedly, after implanting the first stent successfully, the surgeon¿s visualization was compromised intraoperatively due to heme which resulted in three attempts to implant the second stent successfully. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. The surgeon described the patient's left eye intraoperative complications as excessive bleeding into the anterior chamber (ac). The hyphema was characterized as grade ii (1/3-1/2 anterior chamber vol.) Associated with iop increase. An ac washout was performed and the patient was not on or taking any anti-coagulant medication. The patient¿s most recent status was reported as " ongoing adverse event" with some remaining heme in ac. Reasonable follow-up attempts were made in order to obtain the patient¿s latest status, but no additional information was provided.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. MFR# reference: (B)(4).